Manufacturer narrative:
Product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer; patient product ID 3487a-33, lot # j0444338v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0427752v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0309541v, implanted: (B)(6) 2003, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient lost weight and had no more back pain, just pain at the battery site in the right flank. The patient's system was explanted. The patient outcome was not available. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient's rsd pain resolved and the patient wanted the device removed so she could have an MRI of the shoulder. It was reported that the device was explanted and there was no injury.

Manufacturer narrative:
Analysis of the ins model 7427 serial (B)(4), found no significant anomaly. The battery was at normal end-of-life. Analysis of the extensions model 748951 serial (B)(4) and (B)(4), found no significant anomaly. The extensions were cut through and the products segmented. Analysis of the lead model 3487a-33 lot j0444338v, found all conductors broken and the outer insulation pinched 16.4cm from the distal end of the lead. All circuits were open. Analysis of the lead model 3487a-33 lot j0427752v, found no significant anomaly. Body conductors were broken from overstress / damage in suspected explant damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.